Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the seat has been cracking for two years. States that the seating is so bad it leans while using it. MDR filed.